Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the display screen was dim and discolored. Unrelated to these issues, the pump was returned with cosmetic finish damages in the form of chipped and worn paint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. In addition, the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.